Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20, 21st, 22nd, 23rd and 24th distal stent wraps and 32nd, 33rd and 34th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A kink was evident to the hypotube approximately 39cm distal to the strain relief. No other deformation was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx to treat a lesion. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. It was reported that the stent failed to cross the lesion. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries. Analysis of the device revealed stent deformation and a kink on the hypotube.

Manufacturer narrative:
Additional information: procedural images were received for review. The images show a coronary angiogram, confirming no flow through the rca. There were multiple pre-dilations performed in the rca. There are no images showing the attempted delivery of a stent that was withdrawn without deployment. Therefore, it is not possible to identify the resolute integrity stent that was reported to have failed to cross the lesion. The rca was successfully treated with stent deployment. If information is provided in the future, a supplemental report will be issued.